Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has gone back into a boot loop. The unit was rebooted, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) has gone back into a boot loop. The unit was rebooted, but the issue persisted. No patient harm was reported. Service requested / performed: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. No physical damaged nor fluid intrusion. The customer complaint of the cns has gone back into a boot loop was duplicated. Our evaluation found the hdd # 1 was bad and hdd # 2 was degrading and needs to be replaced. Network function needs to be checked after hdd replacement. Replaced two new hdd and installed software ver 02-10. Calibrated touch screen and initialized the unit. Restored customer files and checked networking functions. The unit was tested per the service manual. Completed the unit 24 hours of extended testing and operated to manufacturer's specifications. Investigation conclusion: evaluation of the returned device was able to duplicate the reported issue of boot looping. The two hard drives were found to be faulty or degraded and were replaced to resolve the issue. The hdds are mechanical components that may deteriorate through time and may wear from continual use. Possible causes of failure include mechanical failure from improper use/handling, corruption of the files from abnormal shutdowns or viruses, or power issues. Other possible causes of the issue are power surges/interruptions and wear and tear. Any events that involve fluctuations and changes in the voltage such as power outages and generator tests may damage the hdds. Fluid intrusion, dust accumulation, or a lack of maintenance on fans, air intakes, and other components may lead to overheating of the hard drive and subsequent failure. When hard drives fail, this failure can manifest in different ways. There can be an error message (e.g., "hdd access error," "ssd access error," "ssdx error," "threshold breach"), or the device may reboot, the device could display a blue failure screen, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drive replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has raid (redundant array of independent disks - which puts multiple hard drives together to improve performance)). The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. Attempt #1 05/22/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 05/30/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 06/14/2023 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has gone back into a boot loop. The unit was rebooted, but the issue persisted. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has gone back into a boot loop. The unit was rebooted, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.